Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Few details were known. Multiple attempts were made by tandem to obtain additional information; however, no additional information was provided.